Event description:
Cochlear implant position and placement incorrect. Creates a lot of pain for use. Advanced bionic implant pushing down deeply behind ear. Hospitalized for almost two weeks. Before hospitalized, was on medication to reduce inflammation. Some fluid pressure shown on cat scans. Dates of use: four months in 2007. Diagnosis or reason for use: #1. Strong antibiotics, #2. Medication to reduce inflammation. Event abated after use stopped or dose reduced? #1. No, #2 no.